Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Imdrf device code a150208 captures the reportable event of entrapment of the device.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip successfully grasped and locked onto the tissue; however, it could not detach from the catheter for deployment, which caused a tear and resulted in the clip getting stuck in the scope. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.